Manufacturer narrative:
The patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Investigation results of catheter broken. A visual examination revealed that the returned device was tangled in the wire of an unknown non-bsc device. No wing tool was present; the balloon has a relaxed profile and is deflated and did not show to be burst or damaged. The catheter shaft had been severed at 49.2cm from the distal tip. This was consistent with a catheter being pulled out from a scope most probably with inadvertent excess force, after the alleged balloon burst. The unit was not inserted in the scope as the balloon was relaxed, deflated and as the catheter was in 2 pieces. The reported event of balloon burst/ruptured could not be confirmed as the catheter shaft was torn in 2 and the balloon could not be inflated as a result. The investigation concluded that this event was likely due to anatomical/procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for the event is operational context. The review of the device history record could not be completed as the lot number is unknown.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophageal dilatation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, while they were dilating a stricture the balloon popped inside the patient. The procedure was completed with another cre balloon. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the catheter was broken in two pieces, therefore this event has been deemed an MDR reportable event.